Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during a diagnostic bronchoscopy procedure, the scope tested positive for tseudomononas aerutinosa microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.